Event description:
Per the clinic, the patient reported pain at the implant site after sleeping with the sound processor. Clinical examination (date not reported) revealed wound dehiscence at the previous mastoidectomy incision site. The patient was treated with systemic antibiotics (specific type, date and duration not reported), followed by a skin revision surgery with a local flap and resuturing of the exposed area on (B)(6) 2026. However, this did not alleviate the problem resulting in recurrent wound dehiscence. Subsequently, the device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.